Manufacturer narrative:
Analysis of the generator found that there was an internal failure associated with power supply board. The board was replaced, and the software was upgraded to the latest version. The generator was then inspected and tested and found to operate to the MFR's specs.

Event description:
During a prostatectomy while the surgeon was using the gyrus g400 generator, he had problems with cutting and coag during the procedure. He used alternative method to complete the case, but extended the time of surgery by one hour. The pt was under anesthesia about one hour longer so the bleeding could be stopped.